Manufacturer narrative:
Visual inspection of the instrument confirms that the ceramic tip is broken off of the sheath tube. The balance of the ceramic tip remains securely glued inside the distal end of the sheath tube. The broken piece of ceramic was returned with the unit, charred deposits are noted and a crack continues from the fracture site to the base of the component. Minor dents are also noted along the length of the steel tube. The exact cause of the breakage of the ceramic tip cannot be determined. Due to the presence of the dents on the tube and the fact that the majority of the ceramic tip remains secured in the instrument, the cause of this failure is determined to be due to mishandling. Further descriptions of potential causes of the misuse and breakage are included in the following assessments obtained from a search of prior incidents for this type of instruments: a broken ceramic tip has typically been proved to be caused by customer misuse resulting from the application of excessive lateral force on the instrument during insertion or removal from the cysto sheath. Please note that this mishandling is cautioned against in the instruction for use manual that is shipped with the instrument. A second potential cause of breakage that can also be associated with customer misuse is that of dropping the instrument or hitting the tip against other instruments or against sterilization containers. This type of damage to the ceramic tip can result in complete separation of the tip or possibly chips or cracks in the tip that will lead to failure during subsequent handling or use.

Event description:
During a surgical procedure while using the rotating cf resectoscope inner sheath, the tip broke off into the pt. The surgeon was able to retrieve the parts successfully without any pt harm.